Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Not yet determined if device available.

Event description:
On (B)(6) 2003 a mechanical valve was implanted. On (B)(6) 2017 the valve was explanted. Implant duration 13.38 yrs.